Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. Investigation result appearance confirmation (visual inspection, microscope, and electron microscope) the wire strand had been exposed at the distal end. It had been abraded at approx. 60 mm and 120 mm from the distal end. No visible anomalies such as peeling or abrasion in other parts. A fixed size cut mark was observed on top of the wire strand. It is considered that there is no defect of the wire strand. Dimensions the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Internal confirmation (x-ray CT) actual device there is a space where the wire strand was placed inside the urethane. The wire strand twisted against the space where it was placed. Current product the wire strand was placed inside the urethane. No wire strand twisted. Cause of occurrence the follow-up report will be issued upon completion of the additional investigation. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: it was reported that an endoscopic cholangiopancreatography (ercp), procedure was performed using this product. The opening of the papilla of vater continued to be probed using the device. This was a difficult case, and it was hard to proceed as intended. The distal end of the guidewire repeatedly slipped away from the opening of the papilla of vater of the target site. The coating on the distal end of the guidewire was noticed to be peeled off on the endoscopic view and use was discontinued. This is the first guidewire and a similar event occurred with the second one (competitor's guidewire). Another one from 260-2545a was used as the third guidewire and a similar event occurred with it. There was no harm reported on the patient caused by this event. The procedural delay was less than 30 minutes. The outcome of the procedure was not reported.